Manufacturer narrative:
The investigation found that the main spring of the lancet device has been deformed. The deformation of the spring is consistent with damage caused by user error such as pressing the priming button a second time with rapidly increased force while the device is already in primed condition.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The lancet device was returned.